Event description:
It was reported that the balloon was stuck on the guidewire. This ranger global dcb otw 7.0 x 100mm, 135cm was selected for use in a percutaneous angioplasty procedure. The lesion was in the superior femoral artery (sfa), was severely calcified, had moderate tortuosity, and was 90 percent stenosed. During the procedure, the balloon became stuck on the non-bsc guidewire. The balloon and guidewire were removed as one unit; however, it was noted that it was not smooth when the device was removed from the sheath. There was no patient injury. The device is expected to be returned.